Manufacturer narrative:
(B)(4). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture intracapsular", "palpable lymph nodes."

Event description:
Healthcare professional reported via regulatory agency left side "rupture intracapsular", "palpable lymph nodes", and "breast thickening of the capsular around the prostheses". "Headache" and "pain left arm" was also reported and deemed not device related. The device has been explanted.